Manufacturer narrative:
This supplemental report is being submitted after evaluation of the unused product samples was performed. The unused companion samples were intact in a sealed sterile barrier pouch and were representative of typical production product. The batch records for lot# 2370039 showed the dressing was manufactured with validated processes. Approved raw material lots were used during the manufacturing and packaging process and the certificate of sterilization was acceptable. The lot was compliant to all convatec specifications. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Updated data: follow-up report# 01 failed on april 08, 2016 submission as a duplicate report, with MFR report# 1000317571-2016-00021. Resubmitting the supplemental report with the same data on this follow-up report# 02 as this is not a duplicated report. Update device MFR date: 11/18/2014. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 15, 2016. (B)(4).

Manufacturer narrative:
On (B)(6) 2016. On (B)(6) 2014. Based on the available information, this event is deemed to be a serious injury. No sample has been received. All manufacturing, materials, and sterilization process were compliant to convatec specifications and requirements. Product was manufactured using qualified processed. After reviewing the batch records for lot# 2370039, the documentation did not reflect any type of malfunction of equipment, raw materials or any abnormalities within the production process. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required. Additional information was requested but, no additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: there are total of two (3) cases associated with this complaint. A separate 3500a form has been completed to for the other one (2) case.

Event description:
Complaint received from a healthcare professional reporting an injury to a male patient using the dressing. Reporter stated the patient experienced "eczema on whole body", defined by reporter as "an itchy rash". It was noted that the patient was not diabetic. Dressing was used for treatment of a leg ulcer with high amounts of exudate which "was covered by the dressing on both sides of leg ankle." After dressing was applied, the patient exhibited "a high bacterial presence" which appeared as "an itchy rash on the legs and continuous expansion to the whole body." The patient was "not evidenced for allergy." The dressing was noted to be in use for 2-3 hours. It was further reported that the patient was receiving a series of medications during the use of the dressing. It was noted that the patient received "triamcinolone local and dithiaden 1-o-1 p.o." To manage the event. No medication dosages, administration routes, frequencies or indications were provided by the reporter. No further patient details were available.

Manufacturer narrative:
The following codes were omitted and corrected from the initial MFR report#: 1000317571-2016-00021, reported to the FDA on march 15, 2016. (B)(4). No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 08, 2016, (B)(4).